Manufacturer narrative:
(B)(4). Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the bp840. The pb840 operator's manual states the sensor has a normal life of one year from the date of manufacture while a pb840 addendum incorrectly sated to replace the sensor every two (2) years. The normal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicate to the FDA.

Event description:
Covidien received info that an 840 ventilator was failing the leak test during the short self-test (sst). The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction and during the inspection found that the oxygen (o2) sensor was cracked. The cse replaced the oxygen sensor to correct the alleged malfunction. The cse performed all the calibrations, the extended self-test (est), the short self-test (sst) and the device operated within the manufacturing specifications.